Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the full lead was returned and analyzed. Analysis results revealed that no anomalies were found. Blood/body fluid was present on all conductors (not obstructed).

Event description:
It was reported that the left ventricular lead was attempted to be implanted but that there was diaphragmatic stimulation present. It was further reported that the vessel was too large for this lead. The lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.